Manufacturer narrative:
The reagent lot number is 77198500 with an expiration date of 30-jun-2025. The calibration and qc were acceptable. The field service representative replaced the measuring cell, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat assay results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 52 ng/l. The patient's doctor questioned the result and the sample was repeated on another module. The repeated result was 10.47 ng/l. The repeated result was believed to be correct.